Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On 11/17/2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 11/13/2020 and stated that "pump programmed for 60 minute run time but infused over 10 minutes". The device operator was a registered nurse. Medication being infused was tysabri. There was a patient involved. The patient was not harmed or injured. Date of event was unknown. On 11/18/2020, the distributor provided additional information. "Tysabri is put into 100ml ns which should have infused over 60minutes but infused over 10minutes. (B)(6) nurses doe a double check at chair side which includes double checking pump rates." The distributor confirmed that the 100ml dose was completed in 10 minutes.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2020-00038).

Manufacturer narrative:
The service provider provided the investigation report to zyno medical on (B)(6) 2021. The actual device was tested by the service provider on (B)(6) 2021. The device passed the flow rate testing. The flow rate deviation is within the +/-5% specification. The reported issue was not confirmed. The device meets full specifications.